Event description:
It was reported by the customer the device has physical damage to the display and is cracked. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.